Event description:
It was reported that neonate temperature was below target on the arctic sun device. Patient temperature was 32.9c, target temperature was 33.5c, water temperature was 35.3c and flow rate was 1.4lpm. No alerts or alarms were noted. Mss asked nurse to describe arctic gel pad placement. Nurse stated the baby was just laying on blanket, abdominal area was not covered. Mss explained to nurse that for appropriate temperature management pads need to be placed correctly with abdominal area covered. Nurse would adjust pads and call back if patient temperature did not rise in the next hour.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was confirmed use related. The root cause for this failure could be " pad place in the wrong location or too tight". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. A device history record review was not required because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: "the pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. The pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. ¿ if this option is in use, ensure that the edges of the pad are away from articulating areas of the body to avoid irritation. ¿ place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). ¿ the pads may be removed and reapplied if necessary. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that neonate temperature was below target on the arctic sun device. Patient temperature was 32.9c, target temperature was 33.5c, water temperature was 35.3c and flow rate was 1.4lpm. No alerts or alarms were noted. Mss asked nurse to describe arctic gel pad placement. Nurse stated the baby was just laying on blanket, abdominal area was not covered. Mss explained to nurse that for appropriate temperature management pads need to be placed correctly with abdominal area covered. Nurse would adjust pads and call back if patient temperature did not rise in the next hour.